Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced retroperitoneal bleeding from the right groin. Three units of red blood cells were transfused and the bleeding was resolved surgically. The pump was explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the bleeding is determined to be patient condition because the reported bleeding is at non-impella site. The device passed all post sterile inspection checks.